Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the control section had foreign objects, connecting tube had a wrinkle, connecting tube coating was peeling, connecting tube had a scratch, plastic distal end cover had a dent, adhesive around light guide lens was peeled, light guide lens had a crack, adhesive around objective lens was peeled, plug unit had a crack, image guide protector had a chip, air/water cylinder had discoloration, switch #1 and #4 had wear, switch #1 had a cut, paint on suction cylinder was peeled, suction cylinder was shaved, upward/downward knob had corrosion, bending tube had a dent, electrical contact of endoscope connector was deformed, adhesive on bending section cover had a white-clouded area, a crack, and a chip, bending section cover had a scratch, the play of upward/downward knob was out of the standard value due to wear of angle wire, bending angle in up direction did not meet the standard value due to wear of angle wire, water tightness was lost due to a crack on plug unit and a pinhole on a bending section cover, streak of flare appeared in the image due to adhesive peeling around objective lens, switch #4 did not work due to damage, and the forceps channel port was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope connecting tube had a buckling. The device was returned for evaluation. During the device evaluation, it was found that the nozzle tip had foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost five years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable finding could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.